Event description:
It was reported that one day post device change out procedure, the impedance was noted to be high on the hvb coil of the right ventricular (rv) lead. Six days later during a revision procedure, the df-1 lead pin was found not secured in the header and it was pulled free prior to loosening the set screw. The pin was re-inserted and secured. The following day an alert was triggered for high rv coil impedance. The impedance varied while pressure was applied on the device pocket. The lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2001; bfxc2414135 stent graft (B)(6) 2007; iexc182285 stent graft (B)(6) 2007; ilxc1818135 stent graft; ilxc181885 stent graft. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The defib active can impedance is between 131 ohms and greater than 250 ohms between (B)(6) 2013. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.